Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00x16mm promus premier drug-eluting stent was advanced to treat the lesion. However, the stent delivery system (sds) was unable to cross the lesion and it was noted that the stent struts were damaged or bulging while still crimped on the sds balloon. No patient complications were reported.